Event description:
Clinical review/rationale: an impella cp was to be placed via the 14fr sheath at the femoral artery, to support the 43 year old male patient admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was additionally supported by inotropes and vasopressors, on a vent for respiratory needs. The underlying medical history and comorbidities were not shared. At the access the team had issues with the peeling away of the 14fr introducer sheath, they had to use a hemostat to fully remove the 14fr. The team had noted best practices were followed. The site began to bleed. The patient was anticoagulated on heparin bolus of 20,000 units and on kangreal drip. The patient was transferred to the tertiary center from the community and the patient coded and expired. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d medical device is unknown.